Event description:
It was reported the screen is cracked. No other issues with the programmer. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display overlay is cracked. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. The system fan is noisy. The keyboard and keyboard slide cover are missing. (B)(4).